Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy pd fluids (effluent). The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin, fortum, and heparin (doses, frequencies and route of administration not reported). At the time of this report, the outcome of the peritonitis was unknown, the patient was still in the hospital and dianeal therapies were ongoing. Additional information was requested but is not available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). (B)(6). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). On unreported date(s), the patient began treatment with tienam and amikacin (doses, frequencies, durations, and routes not reported) for peritonitis. Therapy with heparin and vancomycin was ongoing. The patient was discharged from the hospital on (B)(6) 2014. It was reported that the patient was recovered from the peritonitis event on (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.